Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Physician believed that the infection was possibly a complication from surgery, but the cause of the infection was unknown. Per the instructions for use of the device, infection is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported that a patient's pump was explanted due to a pocket infection. It was not believed that the infection had anything to do with the pump itself. Physician believed that the infection was possibly a complication from surgery, but the cause of the infection was unknown. The patient healed from the infection and a new pump was later implanted.